Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via phone call that the customer's mother was ordering emergency supplies when she stated that the customer went to the hospital the night prior. Mother stated that the customer had ketones due to a bent cannula. Blood glucose value is unknown. Call dropped prior to transfer to the helpline. Customer's mother was called back but could not be reached.